Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the setup joint (suj) 4. The system was tested and verified as ready for use. The suj involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated errors on the universal surgical manipulator 4. The surgeon chose to continue the case with 3 arms. The procedure was completed with no reported injury.

Manufacturer narrative:
The setup joint (suj) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. Upon visual inspection, the elbow stop block was found broken and loose, confirming and replicating the reported event. Fa installed the suj onto a golden system where error 23070 was replicated due to the elbow joint being out of place. As a result of these findings, fa determined that the elbow stop block is the root cause of this issue.

Event description:
Refer to h11 for follow-up information.